Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared to be misaligned. The stapler was returned with 27 staples, indicating that at least 8 staples were fired by the end user. The stapler had no signs of being used as there was no biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first 5 staples did not form properly but were able to release properly. The stapler was disassembled, and the pawl was found to be out of position. The position of the pawl was corrected. Three staples were fired, they were able to form and release properly. To simulate insertion into the skin, the remaining staples were fired into a skin pad with no further issues. The pawl being spun out of position could have been preventing the staples from consistently forming and firing properly. It could not be determined how or when the pawl got out of position. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. On the first five attempts, the device fired partially formed staples. The stapler was disassembled, and the pawl was found to be out of position. Once the position was corrected the staples were able to form and fire properly. It could not be determined how or when the pawl got out of position. Die casting anomalies on the forming tool were also discovered. No other defects or anomalies were observed. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. Since it could not be determined exactly when or how the pawl got spun out of position, the root cause of this complaint issue is undetermined. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.